Event description:
The patient was admitted for a procedure on (B)(6) 2009, with chest pain, with a lesion in the left anterior descending branch. The lesion was pre-dilated. A 2.75 x 33mm cypher select plus stent would not get through the lesion. Once the product was removed from the patient, the physician noticed that the stent had the struts uplifted. There was no patient injury reported.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a 2.75mm x 33mm cypher stent would not cross the lesion and when the device was removed from the patient, strut up-lift was observed. The target lesion was the left anterior descending artery (lad). The lesion was described as calcified and tortuous. The lesion was pre-dilated followed by the advancement of the cypher stent. The stent would not cross the lesion and the device was withdrawn back into the guide catheter and then retrieved as a single unit. There was no report of patient injury and the device was returned for analysis. One non sterile cypher select + 2.75x33mm was received coiled inside a plastic bag. The shaft of the received stent delivery system was wavy; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was mounted between marker bands, and the proximal struts were uplifted. During microscopic analysis, the struts at the proximal area of the stent were uplifted, no additional damages were observed. Crossing profile was measured for distal and middle sections of the stent and was found within specification. The proximal section could not be measured due to the damage on the stent (strut uplifted). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of strut-up lift was confirmed through failure analysis. Review of the information provided suggests that procedural factors (withdrawing the stent delivery system into the guide rather than removing the guide and sds as a single unit as instructed by the IFU) may have contributed to the reported event.